Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 142 mg/dl. The customer also stated that he changed his battery too slowly and was unable to clear another alarm, which indicated that he had taken too long replace the battery. He noted that the insulin pump had been exposed to moisture leading up to the alarms. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.